Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's outlet flow path thermistor was unable to be seated into the sensor board. The device's outlet flow path thermistor was replaced to address the issue.